Event description:
Difficulty was encountered when inserting the iab into the patient. It could only be inserted half way without meeting resistance. Because of this, the iab was removed and replaced. There were no patient complications.